Event description:
US CLINICAL NARRATIVE: AN IMPELLA 5.5 DEVICE WAS INSERTED IN A PATIENT PRESENTING IN ACUTE MYOCARDIAL INFARCTION (AMI) AND CARDIOGENIC SHOCK (CGS). THE PATIENT IDENTIFIERS (AGE, SEX), COMORBIDITIES, ACCESS SITE, AND SOCIETY FOR CARDIOVASCULAR ANGIOGRAPHY & INTERVENTIONS (SCAI) SHOCK STAGE WERE NOT REPORTED. ADDITIONALLY, EXTRACORPOREAL MEMBRANE OXYGENATION (ECMO) WAS INSERTED WHILE ON SUPPORT. WHILE THE PATIENT WAS IN THE INTENSIVE CARE UNIT (ICU), THERE WAS A HIGH PURGE PRESSURE ALARM. SINCE THE PATIENT WAS ON ECMELLA AND ALSO HAD COAGULATION DISORDERS, THE ACTIVATED CLOTTING TIME (ACT) WAS NOT ALWAYS WITHIN THE RECOMMENDED TARGET RANGE. THERE WAS A PEAK PRESSURE (PP) > 1066 MMHG AND A PLATELET COUNT < 1.0 ML/H. REPLACEMENT OF THE IMPELLA CATHETER WAS RECOMMENDED. TISSUE PLASMINOGEN ACTIVATOR (TPA) WAS ALSO DISCUSSED. THERE WERE NO TUBING KINKS OBSERVED. THERE WAS NO NOTED INTERRUPTION OF FLOW OR SUPPORT FOR THE PATIENT. IT WAS REPORTED THAT THE ISSUE RESOLVED THE FOLLOWING DAY. THE PATIENT CONTINUES ON SUPPORT. HIGH PURGE PRESSURE IN AN IMPELLA DEVICE CAN BE CAUSED BY THROMBUS BUILDUP WITHIN THE MOTOR PURGE GAP, WHICH RESTRICTS THE FLOW OF THE PURGE SOLUTION. THIS IS OFTEN CHARACTERIZED BY A GRADUAL INCREASE IN PURGE PRESSURE, LOW PURGE FLOW, AND A POTENTIAL PURGE SYSTEM BLOCKED ALARM. THIS CAN BE CORRECTED BY USING TPA. THE TISSUE PLASMINOGEN ACTIVATOR (TPA) WAS UTILIZED FOR THE HIGH PP TO MITIGATE IMPACT OF BIOMATERIAL WITHIN THE MOTOR AND THERE WAS NO IMPACT ON THE PATIENT.

Manufacturer narrative:
THIS REPORT IS BEING SUBMITTED PURSUANT TO THE PROVISIONS OF 21 CFR, PART 803. THIS REPORT MAY BE BASED ON INFORMATION WHICH HAS NOT BEEN INVESTIGATED OR VERIFIED PRIOR TO THE REQUIRED REPORTING DATE. THIS REPORT DOES NOT REFLECT A CONCLUSION BY ABIOMED INC, OR ITS EMPLOYEES THAT THE REPORT CONSTITUTES AN ADMISSION THAT THE PRODUCT, ABIOMED INC, OR ITS EMPLOYEES CAUSED OR CONTRIBUTED TO THE POTENTIAL EVENT DESCRIBED IN THIS REPORT. IF INFORMATION IS OBTAINED THAT WAS NOT AVAILABLE FOR THE INITIAL REPORT, A FOLLOW-UP REPORT WILL BE FILED AS APPROPRIATE.

Event description:
Updated US Clinical Narrative on (b)(6)2026:Additional information was received that after three days on Impella 5.5 support, the family withdrew care and the patient expired. The death is most likely attributable to the patient's cardiogenic shock, along with dependence on multiple mechanical circulatory support devices and high-dose vasopressor support although the pump exchange cannot be conclusively dissociated due to lack of clinical information at the time of the exchange.Prior US Clinical Narrative:An Impella 5.5 device was inserted in a patient presenting in acute myocardial infarction (AMI) and cardiogenic shock (CGS). The patient identifiers (age, sex), comorbidities, access site, and Society for Cardiovascular Angiography & Interventions (SCAI) shock stage were not reported. Additionally, extracorporeal membrane oxygenation (ECMO) was inserted while on support.While the patient was in the intensive care unit (ICU), there was a high purge pressure alarm. Since the patient was on ECMELLA and also had coagulation disorders, the activated clotting time (ACT) was not always within the recommended target range. There was a peak pressure (PP) > 1066 mmHg and a platelet count < 1.0 ml/h. Replacement of the Impella catheter was recommended. Tissue plasminogen activator (tPA) was also discussed. There were no tubing kinks observed. There was no noted interruption of flow or support for the patient. It was reported that the issue resolved the following day.The patient continues on support. High purge pressure in an Impella device can be caused by thrombus buildup within the motor purge gap, which restricts the flow of the purge solution. This is often characterized by a gradual increase in purge pressure, low purge flow, and a potential purge system blocked alarm. This can be corrected by using tPA. The tissue plasminogen activator (tPA) was utilized for the high PP to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Manufacturer narrative:
Updated information:B2 selected Death, Date of Death unknown.B5 clinical narrative updated.D6b explant date added.H1 changed to Death.H6 Impact code added F02.